Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass. We were unable to perform displacement test due to cracked/bleeding lcd glass. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube, cracked display window and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the pump screen was shattered and completely blank. Troubleshoot was conducted and the customer was advised the pump would have to be replaced.